Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose and hospitalization. Customer's blood glucose level went over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced low battery alarm and although the battery was replaced the alarm persisted. Customer experienced vomiting, thirst, ketones and dehydrated symptoms. Customer was wearing the insulin pump when hospitalized and was later placed on insulin drip. Customer's alarm history showed low battery and low reservoir on the insulin pump. Customer performed the high pressure test and the test results were no delivery. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions.